Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically reprogrammed. However, the patient complained of shortness of breath headaches, and recognition of pacing in the newly programmed mode. No device malfunction was observed while the device was in use, however, the device was functioning in a mode susceptible to circuit error and was therefore reprogrammed to preclude harm to the patient. A device replacement is planned, but a date has not yet been identified. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.